Event description:
During investigation into a complaint concerning packaging of this product it was noted that the tips of 3 catheters in the package were cut-off. The pt returned the product for other reasons. No injury resulted.